Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased thresholds shortly after implant. Subsequently the lead was confirmed to have dislodged. Pacing thresholds were temporarily increased before the lead was explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a visual inspection of the lead was performed and found the poly/silicone transition separated around the circumference of the lead 833mm from the terminal pin. The silicone was rolled back on itself and the poly tubing bunched in that area. Medical adhesive was noted on the silicone end in addition to dried blood/body fluid in lead lumen. A continuity test with manipulation was performed on the lead, which it passed. The lead failed pressure testing at the poly/silicone separation point. The lead's fixation helix showed no signs of damage or defect which would lead to the observed dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead exhibited loss of capture as well as previously reported increased thresholds and ultimate dislodgement. No additional adverse patient effects were reported.